Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons are getting sticky and harder to respond. The customer¿s blood glucose level was unknown. Customer states that insulin pump gives the no delivery alarm and the rewind was slower. The customer stated that time was slowly loosing. The device will not be returned for the analysis.